Event description:
Info received indicates when the brakes were engaged, the casters would still swivel.

Manufacturer narrative:
The tech found that the casters and brake mechanism were worn. He replaced the casters and the brake mechanism and the brakes functioned properly.